Manufacturer narrative:
No device was returned as no product fault was alleged and no radiographs or other documentation could be provided confirming the alleged complaint. Review of the reported event identified a usage error where the surgeon was to close to the arterial branch and inadvertently damaged the artery. No device problem alleged or identified. No additional investigation will occur. Label review: potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels. Warnings, cautions and precautions - the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient.

Event description:
On (B)(6) 2022, a patient underwent an anterior cervical disc fusion procedure from c6-c7. While the surgeon was turning the angled driver the windows on the side of the driver allowed the inner shaft to capture a branch of the carotid artery as the internal shaft spun. As a consequence a branch of the carotid artery was torn. The surgeon alerted the vascular surgeon who repaired the artery. 50ml of blood loss were recorded and no infusion was required and hemostasis was restored. The event resulted in a roughly 30 minute surgical delay and the surgery was completed with no further issue. The patient is recovering well post-op.